Manufacturer narrative:
(B)(4). The customer reported that if the defibrillator is off, there is an alarm. A red cross appears and the defibrillator does not start up after that. After a while, the red cross turns into an hourglass, after which it works again. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that if the defibrillator is off, there is an alarm. A red cross appears and the defibrillator does not start up after that. After a while, the red cross turns into an hourglass, after which it works again. There was no report of pt involvement.